Event description:
Boston scientific crm received information that during a follow up visit, interrogation of this right ventricular lead revealed increased threshold measurements. In addition, it was noted this lead was dislodged. A revision procedure was performed, this lead was successfully repositioned and remains in service. Post procedure measurements were within normal limits. .

Manufacturer narrative:
According to available information, this lead was successfully repositioned, remains implanted and in service. Should additional information become available, this event will be updated.